Event description:
Caller reported experiencing a cartridge alarm 20 with their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was advised by technical support to continue using their current pump while relying on a mobile app for interaction until a replacement pump with updated software is received. Cts confirmed the customer's understanding of storage procedures for returning the current pump.